Manufacturer narrative:
The tech found the siderail latch and pin were rusted. He replaced the latch and pin to repair the bed.

Event description:
Info received indicates the right intermediate siderail is in the down position and will not latch.